Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was experiencing a burning sensation in her back and down her leg, starting from the lead implant site. Reportedly, the pain gets worse when the patient stands up straight or sits down. As a result, the ipg was explanted and replaced. The burning sensation was resolved following the procedure.